Event description:
It was reported that during a stenting treatment procedure stent movement and damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca). The physician attempted to direct stent the target lesion with a 2.50x32mm taxus liberte stent; however, the device was unable to cross the lesion. After several attempts to cross the lesion the device was removed from the patient with the guide catheter and it was noted that the stent struts were flared and the stent had moved approximately 20mm distally on the stent delivery balloon. The procedure was successfully completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)